Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The evaluation confirmed that both the desivalve, repo 9f (part number 0046-0552) and tapered wound closure 15f (part number 0046-0517) were found to be damaged. Both parts were found to have multiple cracks at their tips and were scratched in the areas behind cracks. This damage is consistent with damage that usually caused by calcified vasculature; however, according to the complainant no calcifications were visualized during this case. A manufacturing review was done, which revealed that there were no material review reports or reworks that apply to this failure mode. In addition, a review of the device history record was performed and it did not reveal any complaints against this lot of impella cp pumps. In conclusion the root cause of the access site hematoma was a damaged repositioning unit. The damage to the repositioning unit has been confirmed, but the root cause was unable to be determined. No corrective action is recommended because the root cause was unable to be determined. (B)(4).

Event description:
On (B)(6) 2017 an impella cp was inserted in the left groin of a (B)(6) male patient. The pump was placed without issue. The patient was then removed from the cath lab and was taken to the operating room for by-pass surgery. At this time it was noticed that the pump flows and pressures were dropping. A hematoma was found in the patient's groin. Manual pressure was held. It was then observed that blood was actually coming from the repositioning sheath, which was found to be cracked. A cut-down procedure was performed and proximal and distal purse string were applied to the femoral artery. The repositioning sheath was removed from the artery, while the impella cp remained in the patient. A three vessel CABG was successfully performed. The impella cp was sutured to the patient's groin, with a plan to leave the pump in the patient's for a couple of days. Pulses were palpable in the affective groin, and the site was reported to look much better with no hematoma, and the area was soft but was much bruised. The impella was removed from the patient on (B)(6) 2017, after 54.98 hours of successful patient support. The physician reported that he was very happy with the patient's recovery and how well he did with the impella cp support.